Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient underwent lead revision to address dislodgement of their atrial and right ventricular leads caused by twiddler's syndrome. The patient experienced shortness of breath while the leads were dislodged. The right ventriuclar lead was successfully repositioned, and the atrial lead was explanted and replaced. The patient was in stable condition following the procedure.